Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Bg was addressed via manual insulin injection. The customer continued to use the pump for insulin therapy.